Manufacturer narrative:
Physio-control further evaluated the removed assemblies at the failure analysis center. The cause the reported failure was determined to be due to a temperature sensitive integrated circuit (ic) chip, designator u21, on the system controller pcb assembly.the user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and user / interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device had a blank white display. This is indicative of a lock-up failure and could inhibit the user from using the device in a critical situation. There was patient use associated with the reported failure; however no additional information regarding the patient or event could be provided.